Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited episodes of under-sensing. No intervention was reported. The patient condition was unknown.

Event description:
New information received notes that the episodes of under-sensing exhibited by the implantable cardioverter defibrillator (ICD) were noted in clinic. The ICD. The patient was in stable condition.

Manufacturer narrative:
B5 should state that the implantable cardioverter defibrillator (ICD) was reprogrammed, as submitted in follow up number 1.

Event description:
New information received notes that the episodes of under-sensing exhibited by the implantable cardioverter defibrillator (ICD) were noted in clinic. The ICD was reprogrammed. The patient was in stable condition.